Manufacturer narrative:
A portion of the subject product was returned. The product was found to have a jagged tear in the collamend. We are unable to determine what caused the collamend to tear.

Event description:
It was reported that two surgeons had placed a collamend implant for a patient who had mesh infection followed by fistulas. During the case, they had performed 2-3 bowel resections to repair the fistula. Infected material removed. Collamend implant fixed with prolene and covered by the rectus muscle. Patient felt a pop in abdomen the following day, and one day later, he coughed and felt a big pop and a big lump appeared on left upper quadrant of abdomen. Scan showed bowel obstruction. Implant removed the next day and was torn on luq for 10cm. The surgeon reported that the implant could be torn like a paper sheet.